Manufacturer narrative:
Section h6-device code: correction. Manufacturer's investigation conclusion: evaluation of the patient¿s extracted log files confirmed low flow events; however, no device-related issues were identified during evaluation of heartmate 3 left ventricular assist system (lvas), mlp-018790. A direct cause for the reported event and a direct correlation to the device could not be conclusively determined. The patient underwent a pump exchange on (B)(6) 2020, and the surgeon noted that there was no observed outflow graft twist or outflow graft obstruction. Mlp-018790 was returned assembled with the pump cable cut approximately 6.5 inches from the pump header. The modular cable was not returned. The sealed outflow graft attachment was returned attached to the pump cover outlet port. The cuff lock was fully engaged, and the apical cuff was not returned. Upon disassembly of the returned pump, the interior textured surface of the outflow graft and graft attachment revealed no depositions or thrombus formations. Examination of the remaining blood-contacting surfaces also revealed no developed depositions or thrombus formations that would have contributed to a flow or functional issue. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The left ventricular assist device (lvad) event and periodic log files retrieved from the returned device appeared to capture the device functioning as intended. Mlp-018790 was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. Review of the device history records showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped to the customer on (B)(6)2020. The heartmate 3 lvas instructions for use (IFU) is currently available. The system monitor section describes the pump flow display (4-12 through 4-14) and the hazard alarms (4-18 and 4-26). The IFU states that the low flow hazard alarm will be triggered when pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow. The alarms and troubleshooting section describes the actions to take in the event of a low flow alarm. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was experiencing persistent low flows and was admitted to the hospital. A CT scan was performed and an outflow graft (ofg) twist was suspected. A redo operation was performed and the pump was exchanged. However, no twist or ofg obstruction was confirmed by the surgeon.